Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: the keypad showed no signs of excessive wear and all symbols were legible with no evidence of peeling or tearing present. All keypad buttons functioned normally to testing. As per procedure, the keypad cover was removed and there was no evidence of contamination noted underneath the keypad contacts. Unrelated to the keypad issue, the battery compartment was observed to be cracked from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the ok button was sticking. The reporter stated the sticking ok button started when the pump was dropped in water. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.